Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility

Event description:
It was reported that "about a year ago they had issues with channels disconnecting". This was a general report and it was reported customer replaced a large number of the iui connectors. This has not been an issue since then. This was reported to bd representatives during site visit. There was no information on patient involvement.